Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus. The customer's blood glucose (bg) level was 47 mg/dl. Customer removed the pump and stopped insulin deliveries to address bg.